Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via x-ray. The lead was explanted and replaced successfully. No complications to the patient were reported.

Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasion was noted at 9.4-10.7cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.